Event description:
A cartridge change error was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, inspected and cleaned the pump parts, ensured the cartridge was properly in place, and successfully completed the load process, allowing them to resume insulin use.